Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, this system was unable to load a patient exam when loading into 2.2.7. The first attempt o load the exam was successful, the surgeon then wanted to delete the exam that was not needed and accidentally deleted the wrong exam. The site tried to re-import the exam but it would not load from this point. The surgeon deleted the patient and attempted to completely reload and it would not transfer. However, when it was attempted to load that same exam with the same usb on a different s7 with cranial 3.0.2, it would load without issue. The site received an error message on the 2.2.7 system. The site attempted to re-boot, but it would do the same thing. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Patient age is best estimate. Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the resident at the site did not have the proper permissions to use imaging. It was noted that navigation was continued after switching to an updated system.